Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was not in clinical use. During the evaluation, a third-party service center performed a visual inspection of the device and identified visible foam particles within the device assembly. Device log files were successfully retrieved and reviewed in their entirety, and no critical errors were identified. Additionally, dust and dirt contamination were observed within the unit. The customer requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.